Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and abortion spontaneous ('pregnancy: stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion:(B)(6) 2015, pregnancy live birth:(B)(6) 2015", device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included depression, post-traumatic stress disorder, miscarriage (miscarriages in 2006,2011) and multiple cesarean sections (3 cesarean sections). Concurrent conditions included overweight and sepsis. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), nausea ("nausea") and abdominal pain lower ("lower abdomen pain"). In (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cysts"). In 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant), was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage") and was found to have weight increased ("weight gain"). In (B)(6) 2019, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches,"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain upper ("stomach pains"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, menorrhagia, psychological trauma, vaginal infection, fatigue, gastrointestinal disorder, tooth disorder, headache, weight increased, vaginal haemorrhage, migraine, ovarian cyst, nausea, abdominal pain upper and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, abortion spontaneous, back pain, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding),general abnormal bleeding, vaginal infection she received treatment for psych injury: no. Essure removal not planned as the patient is unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-apr-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and abortion spontaneous ('pregnancy: stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion:(B)(6), pregnancy live birth:(B)(6)", device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included depression, post-traumatic stress disorder, miscarriage (miscarriages in 2006, 2011) and multiple cesarean sections (3 cesarean sections). Concurrent conditions included overweight and sepsis. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), nausea ("nausea") and abdominal pain lower ("lower abdomen pain"). In (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cysts"). In 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage"), experienced abortion spontaneous (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). In (B)(6) 2019, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches,"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain upper ("stomach pains"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, menorrhagia, psychological trauma, vaginal infection, fatigue, gastrointestinal disorder, tooth disorder, headache, weight increased, vaginal haemorrhage, migraine, ovarian cyst, nausea, abdominal pain upper and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, abortion spontaneous, back pain, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding),general abnormal bleeding, vaginal infection. She received treatment for psych injury: no. Essure removal not planned as the patient is unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, removal details added. Event pregnancy, genital hemorrhage downgraded to non serious incident. Removal surgery added for event pelvic pain. Case became serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.